Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.